Manufacturer narrative:
The customer canceled the service call. The reported problem was resolved by the customer. No additional service information was provided.

Event description:
The customer reported that intermittently the system locked up. No patient injury was reported.